Event description:
Unique Complaint ID Number,Initial or Supplement,Type of event,TTE in days,Device Brand Name,Medical device identifier,Device Codes;701886771-78200-20,I,SI,1,Not available.,Not available.,C76126;701886771-379957-20,I,SI,12,Not available.,Not available.,C53269;701886771-1125859-20,I,SI,2,Not available.,Not available.,C53269;701886771-1125859-20,S,SI,,,,;701886771-1348525-20,I,SI,Incorrectly reported.,Not available.,Not available.,C53269;701886771-1636977-20,I,SI,1,Not available.,Not available.,C53269;701886771-1932184-20,I,SI,0,Not available.,Not available.,C76126;701886771-1932184-20-1,S,SI,Incorrectly reported.,Not available.,Not available.,C76126;701886771-1960518-20,I,SI,0,Not available.,Not available.,C76126;701886771-1960518-20-1,S,SI,1,Not available.,Not available.,C76126;701886771-2039000-20,I,SI,1,Not available.,Not available.,C76126;701886771-2056993-20,I,SI,1,Not available.,Not available.,C53269;701886771-2073896-20,I,SI,2,Not available.,Not available.,C53269;701886771-2073896-20-1,S,SI,3,Not available.,Not available.,C76126;701886771-2352730-20,I,SI,3,Not available.,Not available.,C76126;701886771-2743871-20,I,SI,0,Not available.,Not available.,C53269;701886771-2744213-20,I,SI,4,Not available.,Not available.,C76126;701886771-2853881-20,I,SI,4,Not available.,Not available.,C76126;701886771-2867116-20,I,SI,4,Not available.,Not available.,C53269;701886771-2962995-20,I,SI,2,Not available.,Not available.,C76126;701886771-2963021-20,I,SI,5,Not available.,Not available.,C53269;701886771-2965978-20,I,SI,4,Not available.,Not available.,C53269;701886771-2971634-20,I,SI,18,Not available.,Not available.,C53269;701886771-2971986-20,I,SI,3,Not available.,Not available.,C53269;701886771-2971986-20,S,SI,,,,;701886771-2979077-20,I,SI,4,Not available.,Not available.,C53269;701886771-2988852-20,I,SI,2,Not available.,Not available.,C53269;701886771-2993226-20,I,SI,3,Not available.,Not available.,C76126;701886771-2994013-20,I,SI,9,Not available.,Not available.,C53269;701886771-3003608-20,I,SI,11,Not available.,Not available.,C53269;701886771-3005399-20,I,SI,3,Not available.,Not available.,C53269;701886771-3023128-20,I,SI,4,Not available.,Not available.,C76126;701886771-3023534-20,I,SI,0,Not available.,Not available.,C53269;701886771-3023534-20,S,SI,,,,;701886771-3051264-20,I,SI,0,Not available.,Not available.,C53269;701886771-3053377-20,I,SI,0,Not available.,Not available.,C53269;701886771-3053377-20-1,S,SI,0,Not available.,Not available.,C76126;701886771-3053377-20-2,S,SI,3,Not available.,Not available.,C53269;701886771-3071833-20,I,SI,6,Not available.,Not available.,C76126;701886771-3079245-20,I,SI,3,Not available.,Not available.,C76126;701886771-3081771-20,I,SI,1,Not available.,Not available.,C76126;701886771-3087232-20,I,SI,4,Not available.,Not available.,C76126;701886771-3087232-20,S,,,,,;701886771-3096937-20,I,SI,2,Not available.,Not available.,C53269;701886771-3098929-20,I,SI,4,Not available.,Not available.,C76126;701886771-3114939-20,I,SI,0,Not available.,Not available.,C53269;701886771-3117629-20,I,SI,0,Not available.,Not available.,C53269;701886771-3117999-20,I,SI,11,Not available.,Not available.,C53269;701886771-3121492-20,I,SI,4,Not available.,Not available.,C76126;701886771-3132997-20,I,SI,6,Not available.,Not available.,C76126;701886771-3138693-20,I,SI,3,Not available.,Not available.,C76126;701886771-3147582-20,I,SI,4,Not available.,Not available.,C76126;701886771-3162802-20,I,SI,7,Not available.,Not available.,C53269;701886771-3162802-20-1,S,SI,12,Not available.,Not available.,C53269;701886771-3168572-20,I,SI,0,Not available.,Not available.,C76126;701886771-3201369-20,I,SI,2,Not available.,Not available.,C53269;701886771-3208361-20,I,SI,0,Not available.,Not available.,C53269;701886771-3212957-20,I,SI,0,Not available.,Not available.,C53269;701886771-3212957-20-1,S,SI,2,Not available.,Not available.,C53269;701886771-3212957-20-1,S,SI,,,,;701886771-3217659-20,I,SI,0,Not available.,Not available.,C53269;701886771-3217899-20,I,SI,0,Not available.,Not available.,C53269;701886771-3219032-20,I,SI,1,Not available.,Not available.,C53269;701886771-3219172-20,I,SI,1,Not available.,Not available.,C76126;701886771-3244016-20,I,SI,4,Not available.,Not available.,C76126;701886771-3244072-20,I,SI,8,Not available.,Not available.,C53269;701886771-3246374-20,I,SI,0,Not available.,Not available.,C53269;701886771-3253504-20,I,SI,3,Not available.,Not available.,C53269;701886771-3261198-20,I,SI,4,Not available.,Not available.,C76126;701886771-3270649-20,I,SI,3,Not available.,Not available.,C76126;701886771-3287840-20,I,SI,4,Not available.,Not available.,C76126;701886771-3308114-20,I,SI,4,Not available.,Not available.,C76126;701886771-3309455-20,I,SI,4,Not available.,Not available.,C53269;701886771-3313167-20,I,SI,0,Not available.,Not available.,C53269;701886771-3313167-20-1,S,SI,0,Not available.,Not available.,C53269;701886771-3313167-20-2,S,SI,0,Not available.,Not available.,C53269;701886771-3313167-20-3,S,SI,0,Not available.,Not available.,C53269;701886771-3313167-20-4,S,SI,5,Not available.,Not available.,C53269;701886771-3313167-20-5,S,SI,6,Not available.,Not available.,C53269;701886771-3313167-20-6,S,SI,8,Not available.,Not available.,C53269;701886771-3314223-20,I,SI,4,Not available.,Not available.,C76126;701886771-3314223-20-1,S,SI,4,Not available.,Not available.,C53269;701886771-3318746-20,I,SI,0,Not available.,Not available.,C53269;701886771-3318746-20-1,S,SI,4,Not available.,Not available.,C53269;701886771-3325631-20,I,SI,5,Not available.,Not available.,C53269;701886771-3354669-20,I,SI,5,Not available.,Not available.,C53269;701886771-3360019-20,I,SI,5,Not available.,Not available.,C76126;701886771-3361743-20,I,SI,5,Not available.,Not available.,C76126;701886771-3364859-20,I,SI,5,Not available.,Not available.,C76126;701886771-3368863-20,I,SI,5,Not available.,Not available.,C76126;701886771-3369374-20,I,SI,5,Not available.,Not available.,C53269;701886771-3369934-20,I,SI,5,Not available.,Not available.,C76126;701886771-3374501-20,I,SI,5,Not available.,Not available.,C53269;701886771-3376309-20,I,SI,5,Not available.,Not available.,C53269;701886771-3381660-20,I,SI,6,Not available.,Not available.,C76126;701886771-3388945-20,I,SI,6,Not available.,Not available.,C76126;701886771-3395200-20,I,SI,6,Not available.,Not available.,C53269;701886771-3399956-20,I,SI,6,Not available.,Not available.,C53269;701886771-3400108-20,I,SI,6,Not available.,Not available.,C53269;701886771-3400872-20,I,SI,6,Not available.,Not available.,C53269;701886771-3404038-20,I,SI,3,Not available.,Not available.,C53269;701886771-3407530-20,I,SI,3,Not available.,Not available.,C76126;701886771-3408272-20,I,SI,6,Not available.,Not available.,C76126;701886771-3410030-20,I,SI,1,Not available.,Not available.,C76126;701886771-3412601-20,I,SI,6,Not available.,Not available.,C53269;701886771-3414477-20,I,SI,6,Not available.,Not available.,C53269;701886771-3414538-20,I,SI,6,Not available.,Not available.,C53269;701886771-3415801-20,I,SI,6,Not available.,Not available.,C53269;701886771-3416230-20,I,SI,6,Not available.,Not available.,C76126;701886771-3416416-20,I,SI,6,Not available.,Not available.,C53269;701886771-3416579-20,I,SI,6,Not available.,Not available.,C53269;701886771-3416893-20,I,SI,6,Not available.,Not available.,C53269;701886771-3416893-20-1,S,SI,7,Not available.,Not available.,C76126;701886771-3417379-20,I,SI,7,Not available.,Not available.,C53269;701886771-3418384-20,I,SI,7,Not available.,Not available.,C53269;701886771-3419087-20,I,SI,7,Not available.,Not available.,C53269;701886771-3419823-20,I,SI,7,Not available.,Not available.,C76126;701886771-3420034-20,I,SI,0,Not available.,Not available.,C53269;701886771-3420034-20-1,S,SI,0,Not available.,Not available.,C53269;701886771-3420034-20-2,S,SI,0,Not available.,Not available.,C62814;701886771-3420034-20-3,S,SI,0,Not available.,Not available.,C62917;701886771-3420177-20,I,SI,7,Not available.,Not available.,C53269;701886771-3421428-20,I,SI,7,Not available.,Not available.,C76126;701886771-3421547-20,I,SI,7,Not available.,Not available.,C76126;701886771-3422017-20,I,SI,0,Not available.,Not available.,C53269;701886771-3425151-20,I,SI,1,Not available.,Not available.,C53269;701886771-3433192-20,I,SI,7,Not available.,Not available.,C76126;701886771-3434217-20,I,SI,7,Not available.,Not available.,C76126;701886771-3434340-20,I,SI,7,Not available.,Not available.,C53269;701886771-3435466-20,I,SI,7,Not available.,Not available.,C76126;701886771-3435512-20,I,SI,7,Not available.,Not available.,C53269;701886771-3437691-20,I,SI,7,Not available.,Not available.,C53269;701886771-3437834-20,I,SI,7,Not available.,Not available.,C76126;701886771-3440471-20,I,SI,0,Not available.,Not available.,C53269;701886771-3440471-20-1,S,SI,0,Not available.,Not available.,C53269;701886771-3441927-20,I,SI,7,Not available.,Not available.,C53269;701886771-3444764-20,I,SI,8,Not available.,Not available.,C53269;701886771-3445574-20,I,SI,8,Not available.,Not available.,C53269;701886771-3450497-20,I,SI,8,Not available.,Not available.,C53269;701886771-3454454-20,I,SI,8,Not available.,Not available.,C53269;701886771-3455727-20,I,SI,8,Not available.,Not available.,C76126;701886771-3457065-20,I,SI,8,Not available.,Not available.,C76126;701886771-3457434-20,I,SI,0,Not available.,Not available.,C53269;701886771-3457942-20,I,SI,9,Not available.,Not available.,C53269;701886771-3458754-20,I,SI,9,Not available.,Not available.,C53269;701886771-3458906-20,I,SI,9,Not available.,Not available.,C76126;701886771-3458906-20-1,S,SI,9,Not available.,Not available.,C53269;701886771-3460765-20,I,SI,9,Not available.,Not available.,C53269;701886771-3460786-20,I,SI,10,Not available.,Not available.,C53269;701886771-3460786-20,S,SI,,,,;701886771-3462555-20,I,SI,9,Not available.,Not available.,C53269;701886771-3462638-20,I,SI,9,Not available.,Not available.,C53269;701886771-3466957-20,I,SI,10,Not available.,Not available.,C76126;701886771-3467420-20,I,SI,0,Not available.,Not available.,C53269;701886771-3474391-20,I,SI,10,Not available.,Not available.,C53269;701886771-3474451-20,I,SI,10,Not available.,Not available.,C53269;701886771-3475759-20,I,SI,10,Not available.,Not available.,C76126;701886771-3477642-20,I,SI,10,Not available.,Not available.,C53269;701886771-3478972-20,I,SI,10,Not available.,Not available.,C53269;701886771-3484970-20,I,SI,0,Not available.,Not available.,C53269;701886771-3484970-20,S,SI,,,,;701886771-3485032-20,I,SI,0,Not available.,Not available.,C76126;701886771-3485032-20,S,,,,,;701886771-3486148-20,I,SI,10,Not available.,Not available.,C76126;701886771-3490196-20,I,SI,0,Not available.,Not available.,C53269;701886771-3490196-20,S,,,,,;701886771-3490556-20,I,SI,11,Not available.,Not available.,C53269;701886771-3491044-20,I,SI,11,Not available.,Not available.,C53269;701886771-3491386-20,I,SI,11,Not available.,Not available.,C53269;701886771-3492825-20,I,SI,11,Not available.,Not available.,C53269;701886771-3493573-20,I,SI,3,Not available.,Not available.,C53269;701886771-3493584-20,I,SI,11,Not available.,Not available.,C53269;701886771-3496472-20,I,SI,12,Not available.,Not available.,C53269;701886771-3497994-20,I,SI,2,Not available.,Not available.,C53269;701886771-3497994-20,S,SI,,,,;701886771-3498636-20,I,SI,12,Not available.,Not available.,C76126;701886771-3498636-20-1,S,SI,12,Not available.,Not available.,C53269;701886771-3499434-20,I,SI,12,Not available.,Not available.,C53269;701886771-3501827-20,I,SI,12,Not available.,Not available.,C53269;701886771-3502646-20,I,SI,12,Not available.,Not available.,C53269;701886771-3503232-20,I,SI,12,Not available.,Not available.,C76126;701886771-3504653-20,I,SI,12,Not available.,Not available.,C76126;701886771-3506048-20,I,SI,12,Not available.,Not available.,C76126;701886771-3508828-20,I,SI,12,Not available.,Not available.,C53269;701886771-3508973-20,I,SI,13,Not available.,Not available.,C53269;701886771-3511483-20,I,SI,13,Not available.,Not available.,C53269;701886771-3511544-20,I,SI,13,Not available.,Not available.,C76126;701886771-3512798-20,I,SI,14,Not available.,Not available.,C76126;701886771-3512798-20-1,S,SI,14,Not available.,Not available.,C53269;701886771-3512798-20-2,S,SI,14,Not available.,Not available.,C53269;701886771-3512798-20-3,S,SI,14,Not available.,Not available.,C53269;701886771-3513598-20,I,SI,14,Not available.,Not available.,C76126;701886771-3513598-20-1,S,SI,14,Not available.,Not available.,C53269;701886771-3513598-20-2,S,SI,14,Not available.,Not available.,C53269;701886771-3513598-20-3,S,SI,14,Not available.,Not available.,C53269;701886771-3515650-20,I,SI,14,Not available.,Not available.,C53269;701886771-3517652-20,I,SI,14,Not available.,Not available.,C53269;701886771-3519642-20,I,SI,15,Not available.,Not available.,C53269;701886771-3522499-20,I,SI,0,Not available.,Not available.,C62814;701886771-3523892-20,I,SI,15,Not available.,Not available.,C76126;701886771-3523892-20-1,S,SI,15,Not available.,Not available.,C53269;701886771-3525560-20,I,SI,0,Not available.,Not available.,C53269;701886771-3525560-20-1,S,SI,10,Not available.,Not available.,C76126;701886771-3525560-20-2,S,SI,17,Not available.,Not available.,C53269;701886771-3530300-20,I,SI,15,Not available.,Not available.,C53269;701886771-3532866-20,I,SI,6,Not available.,Not available.,C76126;701886771-3534497-20,I,SI,16,Not available.,Not available.,C53269;701886771-3537423-20,I,SI,16,Not available.,Not available.,C53269;701886771-3539486-20,I,SI,16,Not available.,Not available.,C76126;701886771-3541588-20,I,SI,16,Not available.,Not available.,C76126;701886771-3546941-20,I,SI,16,Not available.,Not available.,C53269;701886771-3548273-20,I,SI,4,Not available.,Not available.,C53269;701886771-3549817-20,I,SI,16,Not available.,Not available.,C53269;701886771-3550067-20,I,SI,16,Not available.,Not available.,C53269;701886771-3550511-20,I,SI,16,Not available.,Not available.,C53269;701886771-3550817-20,I,SI,17,Not available.,Not available.,C53269;701886771-3550929-20,I,SI,0,Not available.,Not available.,C53269;701886771-3551519-20,I,SI,17,Not available.,Not available.,C53269;701886771-3553789-20,I,SI,17,Not available.,Not available.,C53269;701886771-3556454-20,I,SI,18,Not available.,Not available.,C53269;701886771-3556454-20-1,S,SI,18,Not available.,Not available.,C53269;701886771-3557078-20,I,SI,18,Not available.,Not available.,C53269;701886771-3557133-20,I,SI,18,Not available.,Not available.,C53269;701886771-3557144-20,I,SI,18,Not available.,Not available.,C53269;701886771-3557462-20,I,SI,18,Not available.,Not available.,C53269;701886771-3557462-20-1,S,SI,19,Not available.,Not available.,C53269;701886771-3558515-20,I,SI,19,Not available.,Not available.,C76126;701886771-3560067-20,I,SI,19,Not available.,Not available.,C53269;701886771-3560810-20,I,SI,19,Not available.,Not available.,C53269;701886771-3560913-20,I,SI,19,Not available.,Not available.,C53269;701886771-3562928-20,I,SI,19,Not available.,Not available.,C53269;701886771-3563715-20,I,SI,19,Not available.,Not available.,C53269;701886771-3564137-20,I,SI,19,Not available.,Not available.,C53269;701886771-3565566-20,I,SI,20,Not available.,Not available.,C53269;701886771-3565566-20-1,S,SI,20,Not available.,Not available.,C53269;701886771-3565566-20-2,S,SI,20,Not available.,Not available.,C53269;701886771-3567247-20,I,SI,20,Not available.,Not available.,C53269;701886771-3567247-20-1,S,SI,21,Not available.,Not available.,C53269;701886771-3569779-20,I,SI,21,Not available.,Not available.,C76126;701886771-3570343-20,I,SI,21,Not available.,Not available.,C53269;701886771-3571080-20,I,SI,22,Not available.,Not available.,C53269;701886771-3573102-20,I,SI,16,Not available.,Not available.,C53269;701886771-3573102-20,S,SI,,,,;701886771-3575090-20,I,SI,22,Not available.,Not available.,C53269;701886771-3575563-20,I,SI,22,Not available.,Not available.,C53269;701886771-3575725-20,I,SI,5,Not available.,Not available.,C76126;701886771-3575912-20,I,SI,22,Not available.,Not available.,C76126;701886771-3575912-20-1,S,SI,22,Not available.,Not available.,C53269;701886771-3578450-20,I,SI,22,Not available.,Not available.,C53269;701886771-3578944-20,I,SI,22,Not available.,Not available.,C53269;701886771-3579792-20,I,SI,22,Not available.,Not available.,C53269;701886771-3583548-20,I,SI,23,Not available.,Not available.,C53269;701886771-3588332-20,I,SI,23,Not available.,Not available.,C53269;701886771-3589142-20,I,SI,23,Not available.,Not available.,C76126;701886771-3591102-20,I,SI,23,Not available.,Not available.,C53269;701886771-3591610-20,I,SI,23,Not available.,Not available.,C53269;701886771-3594322-20,I,SI,24,Not available.,Not available.,C53269;701886771-3594360-20,I,SI,24,Not available.,Not available.,C76126;701886771-3594929-20,I,SI,7,Not available.,Not available.,C53269;701886771-3595160-20,I,SI,24,Not available.,Not available.,C53269;701886771-3595616-20,I,SI,24,Not available.,Not available.,C53269;701886771-3595616-20-1,S,SI,24,Not available.,Not available.,C53269;701886771-3595857-20,I,SI,24,Not available.,Not available.,C53269;701886771-3595878-20,I,SI,24,Not available.,Not available.,C53269;701886771-3595943-20,I,SI,24,Not available.,Not available.,C53269;701886771-3596647-20,I,SI,24,Not available.,Not available.,C53269;701886771-3597555-20,I,SI,24,Not available.,Not available.,C53269;701886771-3602933-20,I,SI,25,Not available.,Not available.,C53269;701886771-3603426-20,I,SI,25,Not available.,Not available.,C53269;701886771-3604192-20,I,SI,25,Not available.,Not available.,C53269;701886771-3606072-20,I,SI,25,Not available.,Not available.,C53269;701886771-3608284-20,I,SI,25,Not available.,Not available.,C53269;701886771-3609635-20,I,SI,25,Not available.,Not available.,C53269;701886771-3611504-20,I,SI,26,Not available.,Not available.,C53269;701886771-3613106-20,I,SI,26,Not available.,Not available.,C53269;701886771-3615867-20,I,SI,26,Not available.,Not available.,C53269;701886771-3616801-20,I,SI,27,Not available.,Not available.,C53269;701886771-3616801-20-1,S,SI,27,Not available.,Not available.,C53269;701886771-3616801-20-2,S,SI,27,Not available.,Not available.,C53269;701886771-3616801-20-3,S,SI,27,Not available.,Not available.,C53269;701886771-3616801-20-4,S,SI,27,Not available.,Not available.,C53269;701886771-3616801-20-5,S,SI,27,Not available.,Not available.,C53269;701886771-3618384-20,I,SI,27,Not available.,Not available.,C53269;701886771-3618870-20,I,SI,27,Not available.,Not available.,C53269;701886771-3622051-20,I,SI,28,Not available.,Not available.,C53269;701886771-3622051-20-1,S,SI,28,Not available.,Not available.,C53269;701886771-3623857-20,I,SI,28,Not available.,Not available.,C53269;701886771-3624863-20,I,SI,28,Not available.,Not available.,C53269;701886771-3625348-20,I,SI,28,Not available.,Not available.,C53269;701886771-3629678-20,I,SI,28,Not available.,Not available.,C53269;701886771-3633872-20,I,SI,28,Not available.,Not available.,C76126;701886771-3634825-20,I,SI,28,Not available.,Not available.,C53269;701886771-3635260-20,I,SI,28,Not available.,Not available.,C53269;701886771-3635570-20,I,SI,28,Not available.,Not available.,C53269;701886771-3635570-20-1,S,SI,29,Not available.,Not available.,C53269;701886771-3635820-20,I,SI,29,Not available.,Not available.,C53269;701886771-3638193-20,I,SI,30,Not available.,Not available.,C53269;701886771-3640953-20,I,SI,30,Not available.,Not available.,C53269;701886771-3641549-20,I,SI,30,Not available.,Not available.,C76126;701886771-3647605-20,I,SI,31,Not available.,Not available.,C53269;701886771-3648520-20,I,SI,32,Not available.,Not available.,C53269;701886771-3648926-20,I,SI,32,Not available.,Not available.,C53269;701886771-3650039-20,I,SI,32,Not available.,Not available.,C53269;701886771-3650469-20,I,SI,32,Not available.,Not available.,C53269;701886771-3653095-20,I,SI,32,Not available.,Not available.,C53269;701886771-3655425-20,I,SI,33,Not available.,Not available.,C53269;701886771-3655975-20,I,SI,33,Not available.,Not available.,C53269;701886771-3657453-20,I,SI,33,Not available.,Not available.,C53269;701886771-3657865-20,I,SI,33,Not available.,Not available.,C53269;701886771-3657865-20-1,S,SI,34,Not available.,Not available.,C76126;701886771-3658207-20,I,SI,34,Not available.,Not available.,C53269;701886771-3658991-20,I,SI,34,Not available.,Not available.,C53269;701886771-3660018-20,I,SI,4,Not available.,Not available.,C76126;701886771-3660018-20,S,SI,,,,;701886771-3666128-20,I,SI,34,Not available.,Not available.,C76126;701886771-3666270-20,I,SI,34,Not available.,Not available.,C76126;701886771-3669090-20,I,SI,35,Not available.,Not available.,C53269;701886771-3669640-20,I,SI,35,Not available.,Not available.,C53269;701886771-3671146-20,I,SI,1,Not available.,Not available.,C76126;701886771-3671689-20,I,SI,35,Not available.,Not available.,C53269;701886771-3673217-20,I,SI,35,Not available.,Not available.,C76126;701886771-3678682-20,I,SI,35,Not available.,Not available.,C53269;701886771-3679294-20,I,SI,36,Not available.,Not available.,C53269;701886771-3683845-20,I,SI,37,Not available.,Not available.,C53269;701886771-3686654-20,I,SI,37,Not available.,Not available.,C53269;701886771-3686768-20,I,SI,37,Not available.,Not available.,C53269;701886771-3687304-20,I,SI,37,Not available.,Not available.,C53269;701886771-3691864-20,I,SI,37,Not available.,Not available.,C53269;701886771-3698586-20,I,SI,38,Not available.,Not available.,C76126;701886771-3699014-20,I,SI,38,Not available.,Not available.,C53269;701886771-3700687-20,I,SI,38,Not available.,Not available.,C53269;701886771-3707466-20,I,SI,39,Not available.,Not available.,C53269;701886771-3707550-20,I,SI,39,Not available.,Not available.,C76126;701886771-3707550-20-1,S,SI,39,Not available.,Not available.,C53269;701886771-3714240-20,I,SI,41,Not available.,Not available.,C53269;701886771-3715012-20,I,SI,4,Not available.,Not available.,C53269;701886771-3719634-20,I,SI,0,Not available.,Not available.,C53269;701886771-3720140-20,I,SI,0,Not available.,Not available.,C76126;701886771-3727015-20,I,SI,41,Not available.,Not available.,C76126;701886771-3756118-20,I,SI,43,Not available.,Not available.,C53269;701886771-3756400-20,I,SI,43,Not available.,Not available.,C53269;701886771-3758482-20,I,SI,44,Not available.,Not available.,C76126;701886771-3760171-20,I,SI,44,Not available.,Not available.,C53269;701886771-3760171-20-1,S,SI,45,Not available.,Not available.,C76126;701886771-3760171-20-2,S,SI,45,Not available.,Not available.,C53269;701886771-3761830-20,I,SI,45,Not available.,Not available.,C76126;701886771-3762507-20,I,SI,46,Not available.,Not available.,C76126;701886771-3762871-20,I,SI,47,Not available.,Not available.,C53269;701886771-3763281-20,I,SI,1,Not available.,Not available.,C53269;701886771-3765144-20,I,SI,47,Not available.,Not available.,C53269;701886771-3765377-20,I,SI,5,Not available.,Not available.,C76126;701886771-3765377-20,S,,,,,;701886771-3766704-20,I,SI,47,Not available.,Not available.,C53269;701886771-3776164-20,I,SI,47,Not available.,Not available.,C53269;701886771-3776853-20,I,SI,48,Not available.,Not available.,C76126;701886771-3778689-20,I,SI,1,Not available.,Not available.,C53269;701886771-3779146-20,I,SI,49,Not available.,Not available.,C53269;701886771-3780342-20,I,SI,49,Not available.,Not available.,C53269;701886771-3782566-20,I,SI,50,Not available.,Not available.,C76126;701886771-3783003-20,I,SI,50,Not available.,Not available.,C53269;701886771-3783707-20,I,SI,50,Not available.,Not available.,C53269;701886771-3785123-20,I,SI,51,Not available.,Not available.,C53269;701886771-3788342-20,I,SI,1,Not available.,Not available.,C76126;701886771-3789840-20,I,SI,51,Not available.,Not available.,C53269;701886771-3791605-20,I,SI,53,Not available.,Not available.,C53269;701886771-3791605-20-1,S,SI,54,Not available.,Not available.,C53269;701886771-3793489-20,I,SI,55,Not available.,Not available.,C53269;701886771-3793733-20,I,SI,0,Not available.,Not available.,C76126;701886771-3799385-20,I,SI,56,Not available.,Not available.,C53269;701886771-3799418-20,I,SI,0,Not available.,Not available.,C53269;701886771-3800173-20,I,SI,56,Not available.,Not available.,C53269;701886771-3802327-20,I,SI,59,Not available.,Not available.,C53269;701886771-3803089-20,I,SI,59,Not available.,Not available.,C53269;701886771-3803102-20,I,SI,1,Not available.,Not available.,C76126;701886771-3803546-20,I,SI,60,Not available.,Not available.,C53269;701886771-3803734-20,I,SI,61,Not available.,Not available.,C53269;701886771-3809042-20,I,SI,61,Not available.,Not available.,C53269;701886771-3810053-20,I,SI,5,Not available.,Not available.,C53269;701886771-3811008-20,I,SI,62,Not available.,Not available.,C76126;701886771-3811008-20-1,S,SI,62,Not available.,Not available.,C53269;701886771-3812592-20,I,SI,1,Not available.,Not available.,C53269;701886771-3812592-20-1,S,SI,5,Not available.,Not available.,C76126;701886771-3812841-20,I,SI,0,Not available.,Not available.,C53269;701886771-3812841-20-1,S,SI,0,Not available.,Not available.,C76126;701886771-3813038-20,I,SI,63,Not available.,Not available.,C53269;701886771-3813617-20,I,SI,0,Not available.,Not available.,C53269;701886771-3814796-20,I,SI,63,Not available.,Not available.,C53269;701886771-3816390-20,I,SI,64,Not available.,Not available.,C53269;701886771-3817783-20,I,SI,65,Not available.,Not available.,C76126;701886771-3819170-20,I,SI,65,Not available.,Not available.,C76126;701886771-3822248-20,I,SI,71,Not available.,Not available.,C76126;701886771-3823529-20,I,SI,72,Not available.,Not available.,C53269;701886771-3824565-20,I,SI,73,Not available.,Not available.,C53269;701886771-3824748-20,I,SI,73,Not available.,Not available.,C53269;701886771-3825786-20,I,SI,74,Not available.,Not available.,C53269;701886771-3825802-20,I,SI,74,Not available.,Not available.,C76126;701886771-3827061-20,I,SI,77,Not available.,Not available.,C53269;701886771-3828307-20,I,SI,77,Not available.,Not available.,C53269;701886771-3831131-20,I,SI,78,Not available.,Not available.,C76126;701886771-3834779-20,I,SI,83,Not available.,Not available.,C53269;701886771-3834779-20-1,S,SI,84,Not available.,Not available.,C53269;701886771-3837748-20,I,SI,86,Not available.,Not available.,C76126;701886771-3837789-20,I,SI,1,Not available.,Not available.,C53269;701886771-3838689-20,I,SI,87,Not available.,Not available.,C53269;701886771-3839018-20,I,SI,3,Not available.,Not available.,C76126;701886771-3839018-20-1,S,SI,88,Not available.,Not available.,C53269;701886771-3843880-20,I,SI,88,Not available.,Not available.,C53269;701886771-3844420-20,I,SI,89,Not available.,Not available.,C76126;701886771-3846892-20,I,SI,91,Not available.,Not available.,C53269;701886771-3847168-20,I,SI,91,Not available.,Not available.,C53269;701886771-3848010-20,I,SI,91,Not available.,Not available.,C53269;701886771-3850328-20,I,SI,93,Not available.,Not available.,C53269;701886771-3851105-20,I,SI,93,Not available.,Not available.,C53269;701886771-3851105-20-1,S,SI,95,Not available.,Not available.,C76126;701886771-3851397-20,I,SI,96,Not available.,Not available.,C53269;701886771-3852620-20,I,SI,97,Not available.,Not available.,C76126;701886771-3852620-20-1,S,SI,97,Not available.,Not available.,C53269;701886771-3852640-20,I,SI,98,Not available.,Not available.,C53269;701886771-3852811-20,I,SI,101,Not available.,Not available.,C76126;701886771-3852811-20-1,S,SI,101,Not available.,Not available.,C53269;701886771-3853944-20,I,SI,102,Not available.,Not available.,C53269;701886771-3854752-20,I,SI,102,Not available.,Not available.,C53269;701886771-3855375-20,I,SI,103,Not available.,Not available.,C53269;701886771-3855510-20,I,SI,103,Not available.,Not available.,C53269;701886771-3855783-20,I,SI,104,Not available.,Not available.,C53269;701886771-3856496-20,I,SI,105,Not available.,Not available.,C53269;701886771-3857600-20,I,SI,105,Not available.,Not available.,C53269;701886771-3859928-20,I,SI,106,Not available.,Not available.,C53269;701886771-3863927-20,I,SI,110,Not available.,Not available.,C53269;701886771-3863927-20-1,S,SI,111,Not available.,Not available.,C53269;701886771-3864552-20,I,SI,112,Not available.,Not available.,C53269;701886771-3864552-20-1,S,SI,113,Not available.,Not available.,C53269;701886771-3865073-20,I,SI,113,Not available.,Not available.,C76126;701886771-3865904-20,I,SI,114,Not available.,Not available.,C76126;701886771-3868439-20,I,SI,114,Not available.,Not available.,C76126;701886771-3868439-20-1,S,SI,115,Not available.,Not available.,C53269;701886771-3869444-20,I,SI,115,Not available.,Not available.,C53269;701886771-3870528-20,I,SI,118,Not available.,Not available.,C53269;701886771-3873737-20,I,SI,119,Not available.,Not available.,C53269;701886771-3876495-20,I,SI,120,Not available.,Not available.,C53269;701886771-3877961-20,I,SI,120,Not available.,Not available.,C76126;701886771-3877961-20-1,S,SI,120,Not available.,Not available.,C53269;701886771-3879976-20,I,SI,122,Not available.,Not available.,C53269;701886771-3880048-20,I,SI,122,Not available.,Not available.,C76126;701886771-3880048-20-1,S,SI,125,Not available.,Not available.,C76126;701886771-3880048-20-2,S,SI,127,Not available.,Not available.,C76126;701886771-3880048-20-3,S,SI,127,Not available.,Not available.,C76126;701886771-3880048-20-4,S,SI,132,Not available.,Not available.,C53269;701886771-3880187-20,I,SI,132,Not available.,Not available.,C53269;701886771-3881918-20,I,SI,134,Not available.,Not available.,C53269;701886771-3883005-20,I,SI,134,Not available.,Not available.,C53269;701886771-3883316-20,I,SI,135,Not available.,Not available.,C76126;701886771-3888551-20,I,SI,135,Not available.,Not available.,C53269;701886771-3891469-20,I,SI,140,Not available.,Not available.,C76126;701886771-3891736-20,I,SI,140,Not available.,Not available.,C53269;701886771-3891834-20,I,SI,140,Not available.,Not available.,C53269;701886771-3892770-20,I,SI,143,Not available.,Not available.,C53269;701886771-3893018-20,I,SI,143,Not available.,Not available.,C53269;701886771-3893425-20,I,SI,145,Not available.,Not available.,C53269;701886771-3895462-20,I,SI,146,Not available.,Not available.,C53269;701886771-3898736-20,I,SI,149,Not available.,Not available.,C53269;701886771-3899750-20,I,SI,149,Not available.,Not available.,C53269;701886771-3900592-20,I,SI,151,Not available.,Not available.,C76126;701886771-3901475-20,I,SI,153,Not available.,Not available.,C76126;701886771-3902921-20,I,SI,154,Not available.,Not available.,C53269;701886771-3903756-20,I,SI,154,Not available.,Not available.,C53269;701886771-3903827-20,I,SI,156,Not available.,Not available.,C53269;701886771-3904937-20,I,SI,158,Not available.,Not available.,C53269;701886771-3906343-20,I,SI,159,Not available.,Not available.,C53269;701886771-3906522-20,I,SI,0,Not available.,Not available.,C53269;701886771-3908441-20,I,SI,161,Not available.,Not available.,C53269;701886771-3910820-20,I,SI,162,Not available.,Not available.,C76126;701886771-3912176-20,I,SI,162,Not available.,Not available.,C53269;701886771-3914700-20,I,SI,163,Not available.,Not available.,C76126;701886771-3917146-20,I,SI,166,Not available.,Not available.,C76126;701886771-3918216-20,I,SI,166,Not available.,Not available.,C53269;701886771-3918516-20,I,SI,167,Not available.,Not available.,C53269;701886771-3918516-20-1,S,SI,167,Not available.,Not available.,C53269;701886771-3918516-20-2,S,SI,172,Not available.,Not available.,C53269;701886771-3919857-20,I,SI,174,Not available.,Not available.,C53269;701886771-3922648-20,I,SI,175,Not available.,Not available.,C53269;701886771-3923505-20,I,SI,184,Not available.,Not available.,C53269;701886771-3923505-20-1,S,SI,185,Not available.,Not available.,C53269;701886771-3924214-20,I,SI,188,Not available.,Not available.,C53269;701886771-3925756-20,I,SI,190,Not available.,Not available.,C53269;701886771-3925756-20-1,S,SI,191,Not available.,Not available.,C53269;701886771-3927940-20,I,SI,193,Not available.,Not available.,C53269;701886771-3928372-20,I,SI,0,Not available.,Not available.,C62917;701886771-3928452-20,I,SI,194,Not available.,Not available.,C53269;701886771-3928892-20,I,SI,194,Not available.,Not available.,C53269;701886771-3931199-20,I,SI,196,Not available.,Not available.,C53269;701886771-3932046-20,I,SI,197,Not available.,Not available.,C53269;701886771-3934038-20,I,SI,201,Not available.,Not available.,C53269;701886771-3934483-20,I,SI,201,Not available.,Not available.,C53269;701886771-3935438-20,I,SI,203,Not available.,Not available.,C76126;701886771-3940123-20,I,SI,203,Not available.,Not available.,C53269;701886771-3940398-20,I,SI,203,Not available.,Not available.,C53269;701886771-3943636-20,I,SI,208,Not available.,Not available.,C53269;701886771-3946417-20,I,SI,208,Not available.,Not available.,C53269;701886771-3946417-20-1,S,SI,211,Not available.,Not available.,C53269;701886771-3946992-20,I,SI,211,Not available.,Not available.,C53269;701886771-3950756-20,I,SI,211,Not available.,Not available.,C53269;701886771-3950756-20-1,S,SI,212,Not available.,Not available.,C53269;701886771-3953618-20,I,SI,215,Not available.,Not available.,C53269;701886771-3957518-20,I,SI,216,Not available.,Not available.,C76126;701886771-3957673-20,I,SI,217,Not available.,Not available.,C53269;701886771-3958813-20,I,SI,1,Not available.,Not available.,C76126;701886771-3958813-20-1,S,SI,2,Not available.,Not available.,C53269;701886771-3962925-20,I,SI,218,Not available.,Not available.,C53269;701886771-3964286-20,I,SI,219,Not available.,Not available.,C53269;701886771-3964507-20,I,SI,224,Not available.,Not available.,C53269;701886771-3964755-20,I,SI,1,Not available.,Not available.,C76126;701886771-3968363-20,I,SI,224,Not available.,Not available.,C53269;701886771-3968492-20,I,SI,224,Not available.,Not available.,C53269;701886771-3971310-20,I,SI,225,Not available.,Not available.,C76126;701886771-3971366-20,I,SI,226,Not available.,Not available.,C53269;701886771-3972764-20,I,SI,227,Not available.,Not available.,C53269;701886771-3973382-20,I,SI,227,Not available.,Not available.,C53269;701886771-3973844-20,I,SI,227,Not available.,Not available.,C53269;701886771-3974740-20,I,SI,229,Not available.,Not available.,C53269;701886771-3975022-20,I,SI,231,Not available.,Not available.,C53269;701886771-3976037-20,I,SI,233,Not available.,Not available.,C53269;701886771-3976298-20,I,SI,234,Not available.,Not available.,C53269;701886771-3976834-20,I,SI,235,Not available.,Not available.,C53269;701886771-3982634-20,I,SI,236,Not available.,Not available.,C53269;701886771-3982863-20,I,SI,237,Not available.,Not available.,C53269;701886771-3983905-20,I,SI,237,Not available.,Not available.,C76126;701886771-3983965-20,I,SI,239,Not available.,Not available.,C53269;701886771-3984999-20,I,SI,239,Not available.,Not available.,C53269;701886771-3985674-20,I,SI,242,Not available.,Not available.,C53269;701886771-3986557-20,I,SI,247,Not available.,Not available.,C76126;701886771-3986557-20-1,S,SI,248,Not available.,Not available.,C53269;701886771-3990740-20,I,SI,251,Not available.,Not available.,C53269;701886771-3990740-20-1,S,SI,252,Not available.,Not available.,C53269;701886771-3991133-20,I,SI,252,Not available.,Not available.,C76126;701886771-3993278-20,I,SI,253,Not available.,Not available.,C53269;701886771-3993317-20,I,SI,253,Not available.,Not available.,C53269;701886771-3993512-20,I,SI,254,Not available.,Not available.,C76126;701886771-4001401-20,I,SI,258,Not available.,Not available.,C53269;701886771-4001905-20,I,SI,1,Not available.,Not available.,C76126;701886771-4001931-20,I,SI,258,Not available.,Not available.,C53269;701886771-4003931-20,I,SI,259,Not available.,Not available.,C76126;701886771-4003931-20-1,S,SI,260,Not available.,Not available.,C53269;701886771-4004137-20,I,SI,261,Not available.,Not available.,C53269;701886771-4004157-20,I,SI,261,Not available.,Not available.,C53269;701886771-4005659-20,I,SI,0,Not available.,Not available.,C62814;701886771-4008021-20,I,SI,264,Not available.,Not available.,C53269;701886771-4009468-20,I,SI,0,Not available.,Not available.,C53269;701886771-4009648-20,I,SI,266,Not available.,Not available.,C53269;701886771-4010209-20,I,SI,266,Not available.,Not available.,C53269;701886771-4010209-20-1,S,SI,267,Not available.,Not available.,C53269;701886771-4012245-20,I,SI,3,Not available.,Not available.,C76126;701886771-4012333-20,I,SI,272,Not available.,Not available.,C53269;701886771-4012333-20-1,S,SI,272,Not available.,Not available.,C53269;701886771-4012396-20,I,SI,273,Not available.,Not available.,C53269;701886771-4012858-20,I,SI,273,Not available.,Not available.,C53269;701886771-4016861-20,I,SI,276,Not available.,Not available.,C76126;701886771-4019196-20,I,SI,278,Not available.,Not available.,C53269;701886771-4019636-20,I,SI,283,Not available.,Not available.,C53269;701886771-4020181-20,I,SI,287,Not available.,Not available.,C53269;701886771-4020660-20,I,SI,288,Not available.,Not available.,C53269;701886771-4020752-20,I,SI,290,Not available.,Not available.,C53269;701886771-4021155-20,I,SI,291,Not available.,Not available.,C76126;701886771-4021306-20,I,SI,292,Not available.,Not available.,C76126;701886771-4021338-20,I,SI,293,Not available.,Not available.,C76126;701886771-4021602-20,I,SI,295,Not available.,Not available.,C53269;701886771-4022689-20,I,SI,295,Not available.,Not available.,C53269;701886771-4023741-20,I,SI,1,Not available.,Not available.,C76126;701886771-4025129-20,I,SI,0,Not available.,Not available.,C53269;701886771-4025893-20,I,SI,296,Not available.,Not available.,C76126;701886771-4025893-20-1,S,SI,298,Not available.,Not available.,C53269;701886771-4027842-20,I,SI,298,Not available.,Not available.,C53269;701886771-4027842-20-1,S,SI,299,Not available.,Not available.,C53269;701886771-4029119-20,I,SI,301,Not available.,Not available.,C53269;701886771-4029216-20,I,SI,302,Not available.,Not available.,C53269;701886771-4030805-20,I,SI,0,Not available.,Not available.,C53269;701886771-4030805-20-1,S,SI,7,Not available.,Not available.,C76126;701886771-4031347-20,I,SI,303,Not available.,Not available.,C53269;701886771-4031347-20-1,S,SI,304,Not available.,Not available.,C53269;701886771-4033076-20,I,SI,304,Not available.,Not available.,C53269;701886771-4034681-20,I,SI,309,Not available.,Not available.,C76126;701886771-4035472-20,I,SI,311,Not available.,Not available.,C53269;701886771-4036740-20,I,SI,6,Not available.,Not available.,C53269;701886771-4036755-20,I,SI,313,Not available.,Not available.,C53269;701886771-4038166-20,I,SI,1,Not available.,Not available.,C76126;701886771-4041065-20,I,SI,314,Not available.,Not available.,C53269;701886771-4041878-20,I,SI,0,Not available.,Not available.,C53269;701886771-4044495-20,I,SI,320,Not available.,Not available.,C53269;701886771-4045010-20,I,SI,322,Not available.,Not available.,C53269;701886771-4045294-20,I,SI,330,Not available.,Not available.,C53269;701886771-4045294-20-1,S,SI,331,Not available.,Not available.,C53269;701886771-4051113-20,I,SI,332,Not available.,Not available.,C53269;701886771-4052537-20,I,SI,333,Not available.,Not available.,C53269;701886771-4052537-20-1,S,SI,334,Not available.,Not available.,C53269;701886771-4052686-20,I,SI,2,Not available.,Not available.,C76126;701886771-4052686-20-1,S,SI,3,Not available.,Not available.,C53269;701886771-4052719-20,I,SI,336,Not available.,Not available.,C53269;701886771-4052719-20-1,S,SI,339,Not available.,Not available.,C53269;701886771-4052723-20,I,SI,0,Not available.,Not available.,C53269;701886771-4052723-20-1,S,SI,0,Not available.,Not available.,C53269;701886771-4052987-20,I,SI,339,Not available.,Not available.,C53269;701886771-4053341-20,I,SI,343,Not available.,Not available.,C53269;701886771-4053522-20,I,SI,344,Not available.,Not available.,C53269;701886771-4053522-20-1,S,SI,345,Not available.,Not available.,C76126;701886771-4056798-20,I,SI,1,Not available.,Not available.,C76126;701886771-4057937-20,I,SI,346,Not available.,Not available.,C76126;701886771-4058411-20,I,SI,348,Not available.,Not available.,C53269;701886771-4058411-20-1,S,SI,349,Not available.,Not available.,C53269;701886771-4060329-20,I,SI,350,Not available.,Not available.,C53269;701886771-4061859-20,I,SI,0,Not available.,Not available.,C53269;701886771-4061859-20-1,S,SI,0,Not available.,Not available.,C62814;701886771-4061859-20-2,S,SI,0,Not available.,Not available.,C62917;701886771-4061859-20-3,S,SI,2,Not available.,Not available.,C53269;701886771-4061859-20-4,S,SI,6,Not available.,Not available.,C53269;701886771-4062117-20,I,SI,351,Not available.,Not available.,C53269;701886771-4062251-20,I,SI,1,Not available.,Not available.,C53269;701886771-4062251-20-1,S,SI,4,Not available.,Not available.,C53269;701886771-4062251-20-2,S,SI,9,Not available.,Not available.,C53269;701886771-4062403-20,I,SI,0,Not available.,Not available.,C53269;701886771-4062403-20-1,S,SI,0,Not available.,Not available.,C53269;701886771-4065697-20,I,SI,3,Not available.,Not available.,C76126;701886771-4066829-20,I,SI,353,Not available.,Not available.,C76126;701886771-4072791-20,I,SI,0,Not available.,Not available.,C76126;701886771-4073322-20,I,SI,356,Not available.,Not available.,C53269;701886771-4073322-20-1,S,SI,357,Not available.,Not available.,C53269;701886771-4074680-20,I,SI,357,Not available.,Not available.,C53269;701886771-4075667-20,I,SI,357,Not available.,Not available.,C53269;701886771-4076499-20,I,SI,0,Not available.,Not available.,C53269;701886771-4076716-20,I,SI,0,Not available.,Not available.,C76126;701886771-4076716-20-1,S,SI,0,Not available.,Not available.,C53269;701886771-4077210-20,I,SI,0,Not available.,Not available.,C76126;701886771-4079512-20,I,SI,12,Not available.,Not available.,C76126;701886771-4079910-20,I,SI,3,Not available.,Not available.,C76126;701886771-4079913-20,I,SI,365,Not available.,Not available.,C53269;701886771-4082498-20,I,SI,4,Not available.,Not available.,C76126;701886771-4082537-20,I,SI,2,Not available.,Not available.,C53269;701886771-4082790-20,I,SI,0,Not available.,Not available.,C53269;701886771-4084405-20,I,SI,0,Not available.,Not available.,C53269;701886771-4084405-20-1,S,SI,1,Not available.,Not available.,C76126;701886771-4085966-20,I,SI,369,Not available.,Not available.,C53269;701886771-4086655-20,I,SI,3,Not available.,Not available.,C62917;701886771-4087170-20,I,SI,1,Not available.,Not available.,C76126;701886771-4088906-20,I,SI,1,Not available.,Not available.,C76126;701886771-4093124-20,I,SI,2,Not available.,Not available.,C76126;701886771-4096309-20,I,SI,6,Not available.,Not available.,C53269;701886771-4096309-20-1,S,SI,7,Not available.,Not available.,C53269;701886771-4096606-20,I,SI,0,Not available.,Not available.,C53269;701886771-4096655-20,I,SI,0,Not available.,Not available.,C53269;701886771-4098364-20,I,SI,373,Not available.,Not available.,C53269;701886771-4098398-20,I,SI,373,Not available.,Not available.,C53269;701886771-4098398-20-1,S,SI,374,Not available.,Not available.,C53269;701886771-4098398-20-2,S,SI,377,Not available.,Not available.,C53269;701886771-4098695-20,I,SI,0,Not available.,Not available.,C53269;701886771-4101466-20,I,SI,1,Not available.,Not available.,C76126;701886771-4101628-20,I,SI,17,Not available.,Not available.,C53269;701886771-4101676-20,I,SI,4,Not available.,Not available.,C76126;701886771-4104716-20,I,SI,3,Not available.,Not available.,C76126;701886771-4104958-20,I,SI,377,Not available.,Not available.,C53269;701886771-4106471-20,I,SI,386,Not available.,Not available.,C53269;701886771-4107845-20,I,SI,3,Not available.,Not available.,C76126;701886771-4107998-20,I,SI,0,Not available.,Not available.,C76126;701886771-4108933-20,I,SI,391,Not available.,Not available.,C53269;701886771-4109019-20,I,SI,0,Not available.,Not available.,C53269;701886771-4109019-20-1,S,SI,0,Not available.,Not available.,C53269;701886771-4109096-20,I,SI,0,Not available.,Not available.,C53269;701886771-4111698-20,I,SI,1,Not available.,Not available.,C76126;701886771-4114079-20,I,SI,0,Not available.,Not available.,C76126;701886771-4114226-20,I,SI,5,Not available.,Not available.,C76126;701886771-4116479-20,I,SI,0,Not available.,Not available.,C53269;701886771-4117277-20,I,SI,1,Not available.,Not available.,C53269;701886771-4119751-20,I,SI,0,Not available.,Not available.,C53269;701886771-4119751-20,S,,,,,;701886771-4119984-20,I,SI,4,Not available.,Not available.,C76126;701886771-4119984-20-1,S,SI,5,Not available.,Not available.,C53269;701886771-4120036-20,I,SI,2,Not available.,Not available.,C76126;701886771-4122233-20,I,SI,3,Not available.,Not available.,C76126;701886771-4123002-20,I,SI,6,Not available.,Not available.,C76126;701886771-4123149-20,I,SI,397,Not available.,Not available.,C53269;701886771-4123149-20-1,S,SI,398,Not available.,Not available.,C53269;701886771-4123149-20-2,S,SI,399,Not available.,Not available.,C53269;701886771-4123149-20-3,S,SI,404,Not available.,Not available.,C53269;701886771-4126557-20,I,SI,409,Not available.,Not available.,C53269;701886771-4126571-20,I,SI,417,Not available.,Not available.,C53269;701886771-4127921-20,I,SI,2,Not available.,Not available.,C76126;701886771-4128932-20,I,SI,3,Not available.,Not available.,C76126;701886771-4130878-20,I,SI,2,Not available.,Not available.,C76126;701886771-4130878-20,S,SI,,,,;701886771-4130878-20-1,S,SI,7,Not available.,Not available.,C53269;701886771-4130878-20-1,S,SI,,,,;701886771-4132518-20,I,SI,1,Not available.,Not available.,C53269;701886771-4136727-20,I,SI,1,Not available.,Not available.,C76126;701886771-4137080-20,I,SI,1,Not available.,Not available.,C76126;701886771-4138100-20,I,SI,0,Not available.,Not available.,C53269;701886771-4138431-20,I,SI,4,Not available.,Not available.,C76126;701886771-4138989-20,I,SI,0,Not available.,Not available.,C76126;701886771-4138997-20,I,SI,0,Not available.,Not available.,C76126;701886771-4141981-20,I,SI,0,Not available.,Not available.,C76126;701886771-4142832-20,I,SI,2,Not available.,Not available.,C76126;701886771-4143049-20,I,SI,1,Not available.,Not available.,C76126;701886771-4143169-20,I,SI,0,Not available.,Not available.,C53269;701886771-4144197-20,I,SI,1,Not available.,Not available.,C53269;701886771-4144372-20,I,SI,1,Not available.,Not available.,C53269;701886771-4146366-20,I,SI,1,Not available.,Not available.,C76126;701886771-4148043-20,I,SI,3,Not available.,Not available.,C76126;701886771-4149834-20,I,SI,1,Not available.,Not available.,C53269;701886771-4150284-20,I,SI,7,Not available.,Not available.,C76126;701886771-4150539-20,I,SI,0,Not available.,Not available.,C53269;701886771-4151163-20,I,SI,2,Not available.,Not available.,C76126;701886771-4151168-20,I,SI,0,Not available.,Not available.,C53269;701886771-4152292-20,I,SI,0,Not available.,Not available.,C53269;701886771-4152580-20,I,SI,0,Not available.,Not available.,C76126;701886771-4153139-20,I,SI,3,Not available.,Not available.,C76126;701886771-4153227-20,I,SI,9,Not available.,Not available.,C76126;701886771-4153284-20,I,SI,3,Not available.,Not available.,C76126;701886771-4153455-20,I,SI,2,Not available.,Not available.,C76126;701886771-4154605-20,I,SI,1,Not available.,Not available.,C53269;701886771-4154605-20-1,S,SI,2,Not available.,Not available.,C53269;701886771-4154605-20-2,S,SI,2,Not available.,Not available.,C53269;701886771-4154689-20,I,SI,5,Not available.,Not available.,C76126;701886771-4155166-20,I,SI,1,Not available.,Not available.,C76126;701886771-4155433-20,I,SI,1,Not available.,Not available.,C76126;701886771-4155620-20,I,SI,0,Not available.,Not available.,C76126;701886771-4156130-20,I,SI,1,Not available.,Not available.,C53269;701886771-4156529-20,I,SI,0,Not available.,Not available.,C53269;701886771-4156827-20,I,SI,0,Not available.,Not available.,C76126;701886771-4156861-20,I,SI,3,Not available.,Not available.,C76126;701886771-4156890-20,I,SI,0,Not available.,Not available.,C53269;701886771-4156974-20,I,SI,1,Not available.,Not available.,C53269;701886771-4157198-20,I,SI,1,Not available.,Not available.,C76126;701886771-4158718-20,I,SI,0,Not available.,Not available.,C53269;701886771-4158718-20-1,S,SI,0,Not available.,Not available.,C53269;701886771-4159625-20,I,SI,4,Not available.,Not available.,C76126;701886771-4159894-20,I,SI,0,Not available.,Not available.,C62814;701886771-4159894-20-1,S,SI,1,Not available.,Not available.,C76126;701886771-4159894-20-2,S,SI,4,Not available.,Not available.,C53269;701886771-4159929-20,I,SI,0,Not available.,Not available.,C53269;701886771-4159929-20-1,S,SI,5,Not available.,Not available.,C76126;701886771-4160675-20,I,SI,1,Not available.,Not available.,C53269;701886771-4160675-20-1,S,SI,1,Not available.,Not available.,C53269;701886771-4161201-20,I,SI,0,Not available.,Not available.,C53269;701886771-4161247-20,I,SI,2,Not available.,Not available.,C76126;701886771-4162142-20,I,SI,0,Not available.,Not available.,C53269;701886771-4162203-20,I,SI,4,Not available.,Not available.,C76126;701886771-4162472-20,I,SI,2,Not available.,Not available.,C53269;701886771-4163068-20,I,SI,0,Not available.,Not available.,C76126;701886771-4163068-20-1,S,SI,0,Not available.,Not available.,C53269;701886771-4163068-20-2,S,SI,1,Not available.,Not available.,C53269;701886771-4164345-20,I,SI,2,Not available.,Not available.,C76126;701886771-4164474-20,I,SI,0,Not available.,Not available.,C53269;701886771-4164974-20,I,SI,4,Not available.,Not available.,C76126;701886771-4165633-20,I,SI,0,Not available.,Not available.,C53269;701886771-4166005-20,I,SI,0,Not available.,Not available.,C53269;701886771-4166088-20,I,SI,3,Not available.,Not available.,C76126;701886771-4166589-20,I,SI,3,Not available.,Not available.,C76126;701886771-4166790-20,I,SI,1,Not available.,Not available.,C76126;701886771-4167805-20,I,SI,1,Not available.,Not available.,C76126;701886771-4169380-20,I,SI,1,Not available.,Not available.,C76126;701886771-4169921-20,I,SI,3,Not available.,Not available.,C76126;701886771-4170781-20,I,SI,2,Not available.,Not available.,C76126;701886771-4171139-20,I,SI,3,Not available.,Not available.,C53269;701886771-4171412-20,I,SI,1,Not available.,Not available.,C76126;701886771-4171447-20,I,SI,0,Not available.,Not available.,C53269;701886771-4171447-20-1,S,SI,6,Not available.,Not available.,C76126;701886771-4171814-20,I,SI,1,Not available.,Not available.,C76126;701886771-4172005-20,I,SI,0,Not available.,Not available.,C76126;701886771-4172005-20-1,S,SI,14,Not available.,Not available.,C53269;701886771-4172659-20,I,SI,2,Not available.,Not available.,C53269;701886771-4172726-20,I,SI,1,Not available.,Not available.,C76126;701886771-4172811-20,I,SI,8,Not available.,Not available.,C53269;701886771-4172815-20,I,SI,2,Not available.,Not available.,C76126;701886771-4172956-20,I,SI,5,Not available.,Not available.,C76126;701886771-4172988-20,I,SI,0,Not available.,Not available.,C76126;701886771-4173218-20,I,SI,1,Not available.,Not available.,C76126;701886771-4173752-20,I,SI,1,Not available.,Not available.,C76126;701886771-4173769-20,I,SI,1,Not available.,Not available.,C76126;701886771-4173955-20,I,SI,0,Not available.,Not available.,C76126;701886771-4174022-20,I,SI,0,Not available.,Not available.,C76126;701886771-4174210-20,I,SI,0,Not available.,Not available.,C53269;701886771-4176036-20,I,SI,1,Not available.,Not available.,C76126;701886771-4176368-20,I,SI,0,Not available.,Not available.,C53269;701886771-4176778-20,I,SI,0,Not available.,Not available.,C76126;701886771-4178133-20,I,SI,8,Not available.,Not available.,C76126;701886771-4178133-20-1,S,SI,8,Not available.,Not available.,C76126;701886771-4179464-20,I,SI,8,Not available.,Not available.,C76126;701886771-4179628-20,I,SI,7,Not available.,Not available.,C76126;701886771-4180382-20,I,SI,7,Not available.,Not available.,C53269;701886771-4181220-20,I,SI,0,Not available.,Not available.,C53269;701886771-4181220-20-1,S,SI,1,Not available.,Not available.,C76126;701886771-4181498-20,I,SI,0,Not available.,Not available.,C53269;701886771-4181498-20-1,S,SI,0,Not available.,Not available.,C53269;701886771-4181498-20-2,S,SI,1,Not available.,Not available.,C76126;701886771-4184115-20,I,SI,1,Not available.,Not available.,C53269;701886771-4184115-20-1,S,SI,5,Not available.,Not available.,C76126;701886771-4184916-20,I,SI,1,Not available.,Not available.,C76126;701886771-4185445-20,I,SI,1,Not available.,Not available.,C76126;701886771-4186560-20,I,SI,10,Not available.,Not available.,C53269

Manufacturer narrative:
IN ACCORDANCE WITH MODIFICATIONS TO SUMMARY REPORTING REGISTRY EXEMPTION E2014038 RECEIVED ON JUNE 2, 2020, THE FOLLOWING INFORMATION WAS RECEIVED FROM THE STS/ACC TVT REGISTRY FOR THE COREVALVE SYSTEM. THE TVT REGISTRY SUBSEQUENTLY REMOVED THE FOLLOWING DATA: ONE EVENT OF CONDUCTION DISTURBANCE REQUIRING PACING SUPPORT AND ONE EVENT OF NEW REQUIREMENT FOR DIALYSIS. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
TVT REGISTRY EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2017 TOTAL NUMBER OF EVENTS BEING SUMMARIZED: 780 UNDER THE TERMS AND CONDITIONS OF THE REGISTRY, ANONYMIZED PATIENT DEMOGRAPHICS DETAILS AND LIMITED DETAILS WERE PROVIDED REGARDING THE ADVERSE EVENTS AND OUTCOMES. THE REPORTED EVENT INFORMATION DID NOT INCLUDE ANY DEVICE-SPECIFIC IDENTIFYING INFORMATION, LOCATION WHERE THE EVENTS OCCURRED OR THE SPECIFIC DATES OF THE EVENTS. WITHOUT SUCH INFORMATION, IT CANNOT BE DETERMINED IF ANY OF THESE EVENTS WERE PREVIOUSLY REPORTED TO MEDTRONIC OR THE FDA MAUDE DATABASE, OR IF ANY DEVICES WERE EXPLANTED AND RETURNED TO MEDTRONIC FOR ANALYSIS. THE LISTED EVENT DATE IS THE FIRST DAY OF THE REGISTRY'S REPORTING PERIOD FOR DISCHARGED PATIENTS AND PATIENT FOLLOW-UPS; THE ATTACHMENT LISTS WHETHER THE EVENTS OCCURRED ON OR AFTER THE DAY OF DEVICE IMPLANT AND THE RELATED PATIENT AND DEVICE CODES. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Event description:
MEDTRONIC RECEIVED INFORMATION REGARDING PATIENT/DEVICE EVENTS VIA A THIRD-PARTY POST-IMPLANT DEVICE REGISTRY (THE SOCIETY OF THORACIC SURGEONS/AMERICAN COLLEGE OF CARDIOLOGY TRANSCATHETER VALVE THERAPY REGISTRY). THE INFORMATION IN THIS REPORT WAS PROVIDED TO MEDTRONIC IN A DE-IDENTIFIED FORMAT, AND HAS BEEN ORGANIZED INTO SUMMARIES OF OBSERVATIONS RELATED TO PATIENT SERIOUS INJURIES.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
CORRECTED INFORMATION: SEX, NO EVAL EXPLAIN CODE. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. (B)(4). IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.

Manufacturer narrative:
EXEMPTION NUMBER: E2014038. QUARTERLY REPORTING PERIOD: Q2 2017. IF INFORMATION IS PROVIDED IN THE FUTURE, A SUPPLEMENTAL REPORT WILL BE ISSUED.